Event description:
The customer reported via phone call that the numbers on the insulin pump were ramping up by themselves. She removed and reinserted the battery and received a battery out limit alarm, which she could not clear. The customer's blood glucose was 8.2 mmol/l. Customer had reverted to a back-up plan and was advised the device would need to be replaced. She agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected battery out limit alarm noted. All buttons functioning properly. However, found corroded keypad traces. No unexpected numbers ramping during testing. Also received with cracked reservoir tube lip, minor scratched lcd window, scratched case and cracked battery tube threads.